Manufacturer narrative:
Report number: 1038671-2024-03688 this follow-up report is being submitted to relay additional and/or corrected information. D10 concomitants: 7207971 02-022-47-2009 - truliant tib imp cr ins std sz 2, 9mm. 2459795 - 00-5071-129-00 - 105x19.5x1.27mm. The reason for the patient¿s second revision reported was likely the result of loosening between the tibial and femoral implants and the bone after almost 11 years of implantation. Osteolysis, and possibly loosening, on both the tibial and femoral sides appears to have been present at the time of the first revision. As the tibial insert had been recently revised, the articular surface damage is likely consistent with third-body wear secondary to loosening and non-articular damage secondary to femoral subsidence. However, this cannot be confirmed as the devices were not returned. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: 7207971 02-022-47-2009 - truliant tib imp cr ins std sz 2, 9mm.

Event description:
As reported, approximately 10 months post the previous revision surgery, the patient had knee pain and the surgeon decided to revise again because the femoral and tibial components had been found to be loose. Metallosis was found and all proliferative tissue removed, then all components were replaced to competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.